Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary - the complaint condition, that the tip of the screwdriver is deformed, could be confirmed according to the received pictures. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on, (B)(6) 2021 during va hand (variable angle locking hand system) one of the screwdrivers in the set was malfunctioned, at (B)(6) hospital. The account loaned the titanium instrument and implants va hand for the surgery. One of the screwdriver for the 1.5 locking screws stopped engaging with the screw head, while inserting it in the plate hole. Procedure was completed successfully. Concomitant devices reported: unknown va plate: ( part# unknown, lot# unknown, quantity# 1), unknown locking screw: ( part# unknown, lot# unknown, quantity# 1). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: manufacturing location: supplier- universal punch / monument manufacturing date: september 15, 2016 part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot number: h082497 (non-sterile) lot quantity: 91. Work order traveler met all inspection acceptance criteria. Four pieces were, vendor tin coat, for destructive testing. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. Hardness inspection certificate was reviewed and determined to be conforming. Certificate of analysis was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture, inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: the scrdriver shaft 1.3/1.5 t4 self-holding (p/n: 03.130.010, lot #:unk) was received at us customer quality (cq). Upon visual inspection of the complaint the tip of the device was observed to be twisted/deformed. Additionally scratches were observed as well from regular field usage. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. The provided photographs were reviewed and no additional issues were observed. Conclusion: after a visual inspection it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.